Event description:
It was reported that the non-pacing dependent patient presented for in-clinic follow-up. A device interrogation revealed stored high ventricular rate and noise reversion episodes. The episodes were the result of over-sensed noise exhibited by the right ventricular lead. The noise was reproducible and resulted in pacing inhibition. Programming interventions were made. There were no patient consequences.